Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker began exhibiting noise with oversensing on the right atrial (ra) channel following a patient fall. On the date of the patient's fall, a stored signal artifact monitoring (sam) episode revealed a minute ventilation sensor artifact and high out-of-range pace impedances greater than 3,000 ohms. Ra lead conductor fracture was suspected, however it was also noted that this may be related to the spring contact on the device. The ra lead was surgically abandoned and replaced. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker began exhibiting noise with oversensing on the right atrial (ra) channel following a patient fall. On the date of the patient's fall, a stored signal artifact monitoring (sam) episode revealed a minute ventilation sensor artifact and high out-of-range pace impedances greater than 3,000 ohms. Ra lead conductor fracture was suspected, however it was also noted that this may be related to the spring contact on the device. The ra lead was surgically abandoned and replaced. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.